Event description:
It was reported that the patient presented in the emergency room due to sharp pain. Device interrogation and x-ray revealed high capture thresholds due to dislodgment on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.